Manufacturer narrative:
Failure mode of foreign matter (hair) was confirmed by the sample provided by the customer. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr for pr 2458329 h3 other text : please see narrative.

Event description:
Material no.: 270700 batch no.: 0020051. It was reported that a hair was noticed within the sterile packaging. Per incident report: chloraprep applicator about to be opened, when hair noticed within sterile packaging.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 270700 batch no.: 0020051 it was reported that a hair was noticed within the sterile packaging. Per incident report: chloraprep applicator about to be opened, when hair noticed within sterile packaging.